Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable. Reportedly, the patient's ipg was not put into surgery mode prior to an unrelated procedure. As a result, the physician explanted and replaced the ipg. Surgical intervention resolved the issue.